Manufacturer narrative:
Concomitant medical products: product ID: w1dr01 ipg, implant date: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited increasing and high thresholds, steadily increased and high and undefined impedance. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.